Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered elective replacement indicator (eri). No allegations were reported. The device was explanted and returned for analysis. Initial analysis indicated that additional testing was required.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
This device is currently undergoing analysis. Upon completion of analysis, this report will be updated.